Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, grand multiparity, right upper quadrant pain, hemangioma, endometriosis of uterus, pain lower ribs, insomnia, cervicalgia, burning sensation, influenza, hernia repair, mastodynia, uterine prolapse, fibrocystic breast disease, pharyngitis, endometrial ablation, uterine bleeding, irregular menstruation, yeast infection, uterine fibroid, palpitations and hives. Concomitant products included acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), amoxicillin sodium;clavulanate potassium (augmentin), colecalciferol (vitamin d3), cyanocobalamin, dicycloverine hydrochloride (dicyclomine), ethinylestradiol;norethisterone acetate (loestrin), hydroxyzine, iron, meloxicam and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure (ess205) was removed on 18-mar-2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, dysmenorrhoea, depression, anxiety, anaemia, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 120 lbs. In mr, patient undergone endometrial ablation twice in the year 2015.there were 2 to 3 coils visualized inside the endometrial cavity following the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix. Proliferative endometrium. Leiomyomas, fifteen, sub serosal, intramural and submucosal, largest 3.0 cm submucosal. Serosa with prominent vasculature. Bilateral benign fallopian tubes with para tubal cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia, abdominal pain" were added. Previous event infection was updated to infection (bladder/ urinary tract/vaginal) type: uti. Outcome of event "pain" was updated as recovering. Concomitant medication, lab data and medical history were added. Reporter, patient and product information were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, grand multiparity, right upper quadrant pain, hemangioma, endometriosis of uterus, pain lower ribs, insomnia, cervicalgia, burning sensation, influenza, hernia repair, mastodynia, uterine prolapse, fibrocystic breast disease, pharyngitis, endometrial ablation, uterine bleeding, irregular menstruation, yeast infection, uterine fibroid, palpitations and hives. Concomitant products included caffeine;paracetamol (excedrin), colecalciferol (vitamin d3), cyanocobalamin, dicycloverine hydrochloride (dicyclomine), ethinylestradiol;norethisterone acetate (loestrin), hydroxyzine, iron, meloxicam and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, dysmenorrhoea, depression, anxiety, anaemia, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 120 lbs. In mr, patient undergone endometrial ablation twice in the year 2015.there were 2 to 3 coils visualized inside the endometrial cavity following the procedure. Concomitant drug includes augumentin. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix. Proliferative endometrium. Leiomyomas, fifteen, sub serosal, intramural and submucosal, largest 3.0 cm submucosal. Serosa with prominent vasculature. Bilateral benign fallopian tubes with para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, grand multiparity, right upper quadrant pain, hemangioma, endometriosis of uterus, pain lower ribs, insomnia, cervicalgia, burning sensation, influenza, hernia repair, mastodynia, uterine prolapse, fibrocystic breast disease, pharyngitis, endometrial ablation, uterine bleeding, irregular menstruation, yeast infection, uterine fibroid, palpitations and hives. Concomitant products included caffeine;paracetamol (excedrin), colecalciferol (vitamin d3), cyanocobalamin, dicycloverine hydrochloride (dicyclomine), ethinylestradiol;norethisterone acetate (loestrin), hydroxyzine, iron, meloxicam and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"), 1 month 7 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced urinary tract infection ("infections/ infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, urinary tract infection, abdominal pain and vaginal infection had resolved and the menstrual disorder, depression, anxiety, anaemia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: current weight 120 lbs. In mr, patient undergone endometrial ablation twice in the year 2015. There were 2 to 3 coils visualized inside the endometrial cavity following the procedure. Concomitant drug includes augumentin. Plaintiff received treatment for pelvic pain abdominal, dysmenorrhea (cramping), uti, vaginal. Infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix. Proliferative endometrium. Leiomyomas, fifteen, sub serosal, intramural and submucosal, largest 3.0 cm submucosal. Serosa with prominent vasculature. Bilateral benign fallopian tubes with para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated events:vaginal infection, bleeding were added. Event verbatim were updated:depression/psych injury. Event outcome were updated to recovered: pelvic pain , abdominal, dysmenorrhea (cramping), uti, vaginal. Infection, bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.